Event description:
A ventilator was returned to the manufacturer's service center for evaluation. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the device failed a step during testing. The device's proximal pressure tubing was replaced to address the issue.